Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that on the same day following system implantation, impedances were tested and resulted in monopolar values being 4000 ohms or greater. There were no known environmental / external / patient factors that may have led or contributed to the issue and the cause of the impedances was stated to be unknown. The hcp's observation about the severity of the event was noted as "not severe". There were also no actions/interventions taken to resolve the issue; the event remains ongoing. There was no known impact or consequence to the patient. No further complications were reported/anticipated.